Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric sleeve procedure, there was no staple forming. Staples deployed but were not formed properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.